Event description:
A customer contacted baxter to report that the set could not be connected by clean flash. The spike was not connected with anything when the lid of the clean flash was opened. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: one used set was received with no cap on spike and no cap on patient connector in reference to connection issue. During visual inspection, the patient connector contained what appeared to be a mark caused from a torquing the device. No manufacturing abnormalities were noted. The set was tested underwater at 8 psi with no leak noted. The complaint could neither be confirmed in the lab nor duplicated under lab conditions with the returned sample. The root cause of the complaint could not be determined. A batch review could not be performed since the lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.